Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 1 month.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented to the emergency room with complaints of nausea, vomiting, and diarrhea. On (B)(6) 2017, it was reported that several pump stoppages had occurred due to possible pump thrombus, however the lactate dehydrogenase (ldh) was normal and the patient did not have any other signs or symptoms of pump thrombus. It was reported that wires could be seen on the external portion of the driveline. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned portion of the percutaneous lead (driveline) confirmed an issue that would have contributed to the reported speed drops, which were confirmed through the evaluation of the submitted system controller log file. A distal end percutaneous lead replacement was performed on (B)(6) 2017 and approximately 22 inches of the external portion of the percutaneous lead was returned for evaluation. Electrical continuity testing of the returned portion of the percutaneous lead revealed a continuous open circuit in the black wire, and an intermittent open circuit was able to be induced in the green wire. The bionate layer appeared twisted approximately 2.5 inches from the metal connector (terminus of the bend relief). Metal braided shield breakdown was observed along the length of the percutaneous lead, with severe breakdown observed approximately 0 inches through 3.5 inches, 8 inches, 11.5 inches, and 16 inches from the metal connector. Visual inspection of the underlying wires revealed damage to the insulation and inner conductors of the green wire and a fractured black wire, approximately 2.5 inches from the metal connector (terminus of the bend relief). The inner conductors of both wires were exposed, and the wire damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the braided shield. If the exposed conductors of the wires made direct contact with each other or simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have caused the pump stop events observed in the submitted log files while operating on either the power module or battery power. If either of the exposed inner conductors made contact with the metal braided shield while operating on a tethered power source, the resulting electrical short to ground could have caused the pump stops observed in the submitted log files while the system controller was connected to a power module. The patient remains ongoing on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.